Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 (mg/dl). Reportedly, customer believed that low bg may have been from exercising and possibly delivering a high bolus; however, customer could not provide specific information regarding the high bolus event. Customer consumed carbohydrates to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they will contact tandem technical support for any additional issues.